Event description:
Device report from (B)(6) reports the following: a long nail broke near the blade hole. Patient is due to undergo another surgery as a revision; the problem has not been resolved as of this report. This is report 1 of 1 for complaint com-(B)(4). This report is for one unknown nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one nail, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.